Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had not used their external devices in a long time. Patient said they did not leave the communicator and handset plugged in when they were finished using them last a long time ago, they forgot about them. Patient wanted to know if that was a problem. Agent reviewed that the stimulation would turn off automatically if one of the external batteries was depleted. Patient then said they didn't want to have the stimulation on anymore. Patient reported they got shocks from the stimulator. When asked for event date, patient said it had been like that since they were first implanted in 2023. Agent asked when the shocking first started and patient said only a few weeks after implant. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt does not the cause. Pt stated their doctor was not able to help and pt have not had any shocking sensation since then. Pt knows nothing about how and why this happened and their doctor doesn't want them to contact them again about this. Pt is good and there is no problem since that one time. Pt has had 2 conversations with the doctor who did both procedure to see if there is a way to turn off or put the device into MRI mode permanently and he said no and explained why.